Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and six photos of a 10 ml luer-lok syringe (part number 309605) were received for evaluation. The sample, which had an unknown red cap attached, showed no defects, and the reported hair-like appearance was not observed. The photos displayed the same syringe from different angles, filled with an unknown clear fluid and capped with the same red cap. Minor blemishes were noted on the barrel but were within specification and not considered defects. Based on the sample and photos, the reported issue could not be confirmed. Additionally, a device history record review was completed for the provided lot number 5241730. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material # 309605, batch # 5241730. Verbatim: rcc received a complaint via email. Email(s) attached. During vi pharmancy coordinator rg identify a particle that has a hair like appearance in one of the 10ml syringes. Phenylephrine hci 1000 mcg in 10 ml of ns syringe finished. Lot 20251106-79b6c8. 10ml syringe tray lot 5241730.